Manufacturer narrative:
The part was received for inspection. During the inspection, the technician reported the ratchet had become disconnected. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: nut, set screw dog point, tube. This item was repaired, passed final inspection and returned to the customer on 1-dec-2014. No service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service & repair department documented that synthes evaluation failed inspection on (B)(6) 2014, the ratchet is broken. There is no surgical information available. Per additional information received, the weld failed on a piece on the head of the instrument. The tab welded to the sliding mechanism fell off of the sliding mechanism. This is 1 of 1 report for (B)(4).